Event description:
Ous MDR - the pt inadvertently unlocked and detached the cable from this external pacemaker, resulting in a non-pacing situation. The immediate reaction of the present cardiologist prevented the adverse threat to the pacemaker dependent pt.

Manufacturer narrative:
Ous MDR.